Event description:
Bad stylet connection, severe backbleeding into the stylet of the catheter during robotic mvr.

Manufacturer narrative:
The stylet connection was visually inspected, and there are no visual defects detected. Water was introduced through the stylet connection and the water flowed from where it should with no leaking or backflow into the stylet. The remainder of the catheter was visually inspected, and it is noted that there is a sharp kink in the device shaft approx. 10 inches from the device balloon. There is also another sharp kink in the bellows. These defects are typically made during use. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.